Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated during lot release of manta lot (mn2101370) a single device exhibited a failure of the collagen deployment specification. No other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a 18f manta was deployed for closure in the left common femoral artery. The vasculature was noted as 6 x 6.5, mild calcification lower mid-femoral region, posterior wall calcification, and a deployment depth measurement of 3 + 1. A central access was obtained utilizing ultrasound and micro puncture. No complications were endured advancing or withdrawing procedural sheaths. Activated clotting time (act) noted was 322 and protamine was administered. Following deployment, manta occluded the left artery, and balloon inflations were applied successfully. It is suspected a dissection flap partially occluded the vessel; due to balloon inflations were the only required treatment to resolve the blockage. Dissections are a common large bore procedural complication. Therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. However, due to insufficient information regarding the initial and deployment procedures, and no images submitted for investigative purposes, a root cause cannot be determined. The IFU lists ischemia of the leg or stenosis of the femoral artery; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention as possible adverse events. The risk documentation has been reviewed and confirmed this is a known risk.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: the manta device occluded the left femoral artery. The physician had to balloon it. It was reported that everything was fine afterwards. Additional information received on 04oct2021 during a tavr procedure, a single micro puncture access under ultrasound guidance was obtained in the mid location of the left cfa. The left cfa vessel size measured at 6mm x 6.5mm and had mild posterior calcification located in the mid femoral and bottom of the vessel. There was no tortuosity reported. Manta depth was measured at 3cm +1cm. During the tavr procedure, there were no reported issues with advancing and withdrawing procedure sheaths. Prior manta deployment, act was 322, 8000 units of heparin was administered intravenously, and 80 mg of protamine was administered intravenously. Time for hemostasis was reported at 10 minutes. The physician used a 6 mm x 20 mm peripheral balloon. There was no hematoma, and the artery was intacted. The patient is reported as being fine.